Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump data logs displayed an inaccurate data. Reportedly, the basal rate under the total daily dose in the pump history displayed 0%; however, the customer was receiving insulin via basal delivery as expected. Blood glucose level was 140 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.